Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat a lesion. However, when the physician removed the product from the packaging, it was noticed that one of the struts was sticking up and was not adhered to the balloon. The physician attempted to load the device on the wire, but when it was loaded on the wire, the physician could physically see that one of the struts was damaged which was inappropriately sticking up. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.